Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturers¿ representative regarding a patient who was receiving morphine ¿10000 micrograms/ml¿ at ¿2800 micrograms/ml¿ and clonidine ¿1200 micrograms/ml¿ at ¿336 microgram/ml¿ via an implantable pump. It was reported there was a pump alarm and motor stall. There was no troubleshooting performed and there were no environmental, external, or patient factors that may have led or contributed to the issue. Interventions included replacement. The issue was resolved. The patient status was alive ¿ no injury. There were no reported symptoms.

Manufacturer narrative:
Analysis of the pump, model# (B)(4), serial# (B)(4) , found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Patient code (B)(4) no longer applies; updated to (B)(4). Device code (B)(4) no longer applies; updated to (B)(4).

Event description:
Additional information was received. The patient experienced insufficient effect of the medication. The implant and explant date were not known. The cause of the motor stall was not determined. There was not more than one motor stall noted in the event logs. The motor stall recovered. The patient was doing well now and therapy was effective.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.